Manufacturer narrative:
The pump was received with operating currents within specification and passed the self-test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No power loss or failed battery test alarms were noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage were within specification. The pump was programmed with the correct time and date. The pump was monitored for three days with a 2.0 basal rate and several boluses were programmed and delivered during this period. All bolus and basal rates were delivered properly and recorded at the pump history screens. The pump was programmed with a test mini-link and the glucose sensor simulator. The pump communicated properly with the glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump displayed the programmed value properly on the display graph. The pump was also programmed with test glucose meter. The pump communicated properly and recorded the 100 mg/dl value properly from the glucose meter. The sensor feature worked properly. The pump had minor scratches on the display window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they had experienced a power loss on their insulin pump. The customer's blood glucose level was 219 mg/dl at the time of the incident. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.